Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and the excessive no delivery test due to button/keypad anomaly.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. Her blood glucose level was high. The customer was advised that the device would be replaced and agreed to return the product for analysis.